Manufacturer narrative:
(B)(4). Batch #unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon was not pleased with the formation of the clips stated that they were pear shaped. Same device was used to complete the procedure. There were no adverse consequences for the patient.